Event description:
The subject was reported to have reflex sympathetic dystrophy on the left knee.

Manufacturer narrative:
This MDR is being filed based on info provided from clinical retrospective study.